Event description:
During the procedure, the monopolar scissor wire broke while the instrument was in the patient. The instrument was removed, and the surgical field was inspected by the physician to ensure there was no retained foreign object. There was no patient injury and the instrument is being returned to the manufacturer. The device had been used 6 times; the instrument is designed for 10 uses. Manufacturer response (as per reporter) for scissor, monopolar, curved da vinci swaiting on arrival of instrument to evaluate